Manufacturer narrative:
H3, h6. The device was not returned for evaluation. However, the photographs were reviewed, and revealed the break of the post of the device. The clinical/medical investigation concluded that, the provided explant photo appears to show a broken post; however, does not provide insight into the root cause of the reported event. As of the date of this medical investigation, clinical documentation has not been received and the current status of the patient is unknown. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. In the absence of the requested information, definitive clinical factors could not be concluded to have contributed to the event. The patient impact beyond the reported revision due to post breakage cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with inspection drawing, the final inspection includes the verification of part configuration per print. Also, material specification, the quality and manufacture of 7.5 mrad cross-linked ultra-high-molecular-weight polyethylene shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka had been performed on an unknown date, a revision surgery was performed on (B)(6) 2023 to change the lgn ps high flex xlpe sz 7-8 13mm due to being broken. Current health status of patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).